Event description:
It was reported that shaft break occurred. During an emergent treatment procedure of a chronic totally occluded target lesion, a 2.00mm x 20mm emerge balloon catheter was advanced for dilation. However, it was noted that the shaft broke while withdrawing the balloon. The procedure was completed with multiple balloons and the implantation of three stents. No patient complications were reported.